Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 13.7 cm to 14.1 cm from the connector pin. Abrasions are consistent with constant friction with another implantable. (B)(4).

Event description:
This report is to advise of an event observed during analysis.